Manufacturer narrative:
Expiration dat unk as lot is unk. Unk as lot is unk. Device - separation is labeled. Event eval: still under investigation.

Event description:
An angiogram was being performed. The physician was taking the device out of the body and it was noticed approx 10cm from the distal end was completely separated, only a couple fibers connected. The physician checked the pt and confirmed nothing was left inside and there was no harm to the pt. There are no images available. From the info provided by the rptr, a foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.